Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. Performance data collected from the device showed high atrial impedance and noise. The atrial pace impedance was typically in the 400 - 500 ohm range until the first two of the last three weeks of the record ending (B)(6) 2010 when the max value was infinite. The atrial sensing integrity counter is 118,258 and the rate of occurrence rose significantly beginning (B)(6) 2010. A high value of this count can indicate a possible intermittency in the system.

Event description:
It was reported that there was a possible atrial lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.